Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1) across multiple cartridges. Additionally, the insulin gauge was inaccurate and multiple occlusion alarms occurred. Customer's blood glucose was around the 300's mg/dl. The customer reverted to manual injections for alternate insulin therapy.